Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected on the bus. A field service engineer (fse) dialed into the system and found that all rows in drawer 4.2 were off the bus. To recover the drawers, the fse temporarily changed the pyxie net internet protocol address to a false address, forcing all pockets to fail, and then reset the net address back to original value. This action reset all drawer statuses, allowing all pockets to recover successfully. All rows in drawer 4.2 were subsequently detected on the bus. The fse contacted the customer and provided a status update, confirming that all devices were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was stuck, was not detected on bus and displayed an error message stating that the device was not detected on bus. User tried to reboot and recover but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.